Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with sugar bar and after 15 to 30 minutes was okay after that they did not want to troubleshoot for low blood glucose level. The insulin pump was not returned for analysis. Unomed inf set.